Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient was experiencing ineffective stimulation and unable to enter MRI mode due to high impedances. Surgical intervention took place wherein the one lead was explanted and replaced and one lead was repositioned to address the issues. Stimulation was restored post-op.